Event description:
The customer reported that, during maintenance, the air/water nozzle was found to be blocked with foreign material and there was insufficient water to clean the objective lens. There was no harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection and testing, service found black particles inside the air/water nozzle due to insufficient reprocessing. In addition, the scope leaked due to damage to the biopsy channel, there was a chip on the plastic distal end cover which resulted in insulation resistance value not meeting standard value, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the up/down knob cannot be locked securely due to wear of the forceps elevator lever, the light guide lens was cracked, the adhesive on the bending section cover was worn, and the universal code had a wrinkle. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to peripheral products or the like producing foreign material which then clogged the nozzle of the device. In order to prevent further recurrence, it is suggested that the user handle the device in accordance with the instructions for use (IFU). The user can detect the suggested event properly by handling the device in accordance with the following IFU statement: "operation manual preparation and inspection: inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function." Olympus will continue to monitor field performance for this device.